Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured at 15 atmospheres. The device was completely removed from the patient. The procedure was completed with a 2.5mm coyote nc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic investigation of the balloon material revealed a pinhole 9mm distal of the distal markerband. Microscopic and tactile inspection revealed kinks in the hypotube 27.5cm and 29cm from the strain relief. There is no indication that the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured at 15 atmospheres. The device was completely removed from the patient. The procedure was completed with a 2.5mm coyote nc balloon. No patient complications were reported and the patient's status was good.